Event description:
Customer reported she had a two cannulas that were bent and since then has been struggling to get out of blood glucose in the 400 mg/dl range. Customer stated the device was currently alarming she was low. Sensor glucose was 109 mg/dl and blood glucose was 104 mg/dl. She ate something and when she got home her actual blood glucose was 38 mg/dl. Customer declined being transferred to troubleshoot issues. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.